Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was to be used during to perform a sphincterotomy performed on (B)(6), 2009. According to the complainant, during preparation prior to being used in the patient, power was applied to the stonetome sphincterotome and the cutwire broke. The procedure was completed with another stonetome sphincterotome. There was no patient involvement.

Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Should additional relevant information become available, a supplemental medwatch will be filed. (B)(4).